Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("my legs hurt do bad specially the bottom"), headache ("headaches"), dizziness ("dizzyness") and amnesia ("memory loss"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, headache, dizziness and amnesia outcome was unknown and the pain in extremity had not resolved. The reporter considered amnesia, dizziness, headache, pain in extremity and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 2& 3 proceed together- social media received: newly added events- headache, dizziness, memory loss, reporter was added. Previously reported event medical device removal replaced with event pelvic pain female and added surgery to it. On 20-mar-2020: social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("my legs hurt do bad specially the bottom"), headache ("headaches"), dizziness ("dizzyness"), amnesia ("memory loss"), crying ("next minutes im so upset and just want to cry(nos)"), panic attack ("panic attacks"), depression ("depression"), dissociative identity disorder ("multiple personality sometimes in clam") and depressed mood ("next minutes I m so upset"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, headache, dizziness, amnesia, crying, panic attack, depression, dissociative identity disorder and depressed mood outcome was unknown and the pain in extremity had not resolved. The reporter considered amnesia, crying, depressed mood, depression, dissociative identity disorder, dizziness, headache, pain in extremity, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: depression, panic attacks, crying, personality disorder. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: multiple personality sometimes in clam, panic attacks , depression, next minutes I m so upset and just want to cry added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("my legs hurt do bad specially the bottom"), headache ("headaches"), dizziness ("dizzyness"), amnesia ("memory loss"), crying ("next minutes I m so upset and just want to cry(nos)"), panic attack ("panic attacks"), depression ("depression"), dissociative identity disorder ("multiple personality sometimes in clam") and depressed mood ("next minutes I m so upset") and was found to have weight increased ("gain 20 pounds"). The patient was treated with surgery (essure device removal, tubes and coils removed). Essure was removed. At the time of the report, the pelvic pain, headache, dizziness, amnesia, crying, panic attack, depression, dissociative identity disorder and depressed mood outcome was unknown and the pain in extremity had not resolved. The reporter considered amnesia, crying, depressed mood, depression, dissociative identity disorder, dizziness, headache, pain in extremity, panic attack, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: depression, panic attacks, crying, personality disorder. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event gain 20 pounds was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("my legs hurt do bad specially the bottom"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pain in extremity had not resolved. The reporter considered medical device removal and pain in extremity to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pain in extremity, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.